Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep confirmed that the indium study was normal. It was indicated the patient likely experienced symptoms such as reduced pain control, as the patient's dose was increased several times before his pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 25 mg/ml of morphine at 7 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient was on increasingly high doses, but was not receiving the programmed dose as the office routinely found what they reported as ¿high¿ residual volumes of medication in the pump at the time of refill. There had been repeated residual reservoir volumes and it was unknown when the issue began. An indium study was performed to verify catheter patency. The date of the study was unknown. It was reported there were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2019 and the programmed dose was reduced. The explanted device was sent back to the manufacturer for analysis. It was unknown if the issue had resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.